Manufacturer narrative:
The reported events were noise, oversensing and subclavian crush. As received, a partial lead (only distal portion) was returned in one piece. The reported events of noise and oversensing was confirmed. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of noise and oversensing was due to exposure of the outer coil in the abrasion zone consistent with friction to the device can. The reported event of subclavian crush was not confirmed. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorting between conductors consistent with procedural damage.

Event description:
Related manufacturer report number: 2017865-2023-93941. During a remote follow up, noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Additionally, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. Subclavian crush was suspected as the cause of the noise on the ra and rv leads. The ra and rv leads were explanted and replaced to resolve the event. The patient was stable and will continue being monitored.